Event description:
Device malfunction: stent migrated after deployment. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that after deploying the rx acculink stent in the right internal carotid artery, the stent migrated superiorly. Another rx acculink was deployed successfully covering the lesion and post-dilatated. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.